Event description:
The reporter stated that during a spinal surgery procedure using the manta ray anterior cervical plate, the surgeon bent the spring retaining arm on the plate during insertion of a screw, and then used a nerve root retractor to move the spring arm and position it over the head of the screw. The manta ray plate and screws were left in place. There was no adverse outcome for the pt.

Manufacturer narrative:
As a result of integra's two year retrospective review, which is still ongoing. Integra concluded that this medical device report should have been submitted at the time that the complaint was rec'd. No product was available for eval. It was observed that this was a repeat incident in the complaint log. This issued was addressed by engineering change orders. Spring arm issues have been addressed in the failure modes and effects analysis (fmea) in the product design dossier. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.